Event description:
Complaint rec'd reporting a leakage problem with two (B)(4) spiros connectors w/cap. The info rec'd. States "chemo tubing was connected to pt. With a spiros connector... Nurse entered for a rate check on the chemo..noticed the connection was leaking. Tubing changed and reconnected with new spiros connection. Nurse remained in room with a chemo chux under connection with charge nurse. Adriamycin leaking from spiros connector apparent with second spiros." Doctor was informed of event and nurse instructs to connect and administer chemo without spiros connector. Treatment resumed. No reported adverse consequences to pt/attending clinicians. The involved (B)(4) device was discarded. Exact cause of the reported event is unk.